Manufacturer narrative:
Visual analysis of the returned device identified a crease fold and delamination. Leak test and microscopic analysis was performed which identified delamination in the diaphragm valve. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was delamination of the diaphragm valve assessed as adhesive failure. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional confirmed capsular contracture baker grade IV and "hole in valve". Device has been explanted.